Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the day after the implant of the implantable cardiac monitor, there were pause episodes which appeared to be undersensing of r waves and possible loss of contact. The device remains in use. No patient complications have been reported as a result of this event.